Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is prominent nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/1/2022 that a sign im nail implanted to repair a fracture was replaced due to a patient pain. The im nail was replaced with a 9mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "he had operation 1 month back @ other hospital but it is prominent and symptomatic."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is prominent nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 02/01/2022 that a sign im nail implanted to repair a fracture was replaced due to a patient pain. The im nail was replaced with a 9mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "he had operation 1 month back @ other hospital but it is prominent and symptomatic."